Manufacturer narrative:
The device ro 14 030 has been inspected for investigation purpose. The tests performed confirmed that electromagnetic compatibility problem explant the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure was detected on (B)(6)2014. A communication error has been identified. There was no patient/user impact reported.